Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the severely tortuous and severely calcified arteriovenous fistula. A 8.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during the second inflation, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 20 atmospheres as per mustang specification. The returned device was attached to an encore inflation unit. The balloon was inflated to its rated burst pressure with no leaks or issues noted with the balloon material. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The 70% stenosed target lesion was located in the severely tortuous and severely calcified arteriovenous fistula. A 8.0 x 60, 75cm mustang balloon catheter was advanced for dilation. However, during the second inflation, the balloon ruptured. The device was removed and the procedure was completed with another of the same device. No complications were reported, and the patient was in good condition post-procedure.